Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received low blood glucose results, based on which the patient adjusted the insulin intake (less units) and delivered the insulin for 10 days. The patient suffered from hyperglycemia as a consequence, and was hospitalized. At the hospital the patient received the following results within 15 minutes: 109 mg/dl (patient's meter) and 460 mg/dl (hospital's meter). The treatment received at the hospital was not provided.